Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer had symptoms such as terrible taste and dizziness and treated with 5 units of insulin injection. Customer's blood glucose value was 274 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.